Event description:
It was reported that within three months post implant the right ventricular (rv) lead had increasing pace/sense thresholds. Upon numerous attempts to reposition the rv lead, the helix was unable to effectively be extended or retracted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The shaft seal was out of position. The distal conductor had blood/body fluid (not obstructed). The inner tubing was kinked/buckled. The helix was distorted/bent. There was blood in/on the helix mechanism (sleeve head). There was blood in/on the helix mechanism.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the lead helix would not extend or retract. There was blood on the distal conductor of the lead and it was not obstructed, the shaft seal was out of position, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, and the inner tubing was kinked/buckled. Visual summary analysis of the lead indicated apparent explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.